Event description:
On (B)(6) 2011, pt reported the down button on the infusion device does not function properly. This was first noticed 3 months ago when pt tried to change the basal rates and has been an intermittent issue since. The infusion device will respond after the button is pressed several times. Pt has used this infusion device since 2007 and boluses 3 times per day. The down button does not pop up as normal after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.